Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that it was questioned if this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and noted at the onset of the rhythm the morphology was wider than the typical presenting subcutaneous electrocardiograms (secg). As the rhythm progressed there was possible premature ventricular contractions (pvc). It was possible this patient had a polymorphic ventricular tachycardia (vt). Undersensed beats at the start of the event were observed, ts noting due to large small amplitude qrs complexes. It was unknown if this patient experienced symptoms. Ts recommended programming changes. This s-ICD remains in service. No adverse patient effects were reported.